Event description:
A surgeon reported a pt experiencing an unexpected outcome of residual cylinder following an intraocular lens (iol) implant procedure. Additional info was received from the surgeon who reported he performed a lens rotation in an attempt to reduce the residual astigmatism. The surgeon reported this procedure reduced 1.25 diopters of the 2.25 diopters of residual astigmatism. He is planning to exchange the lens.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).